Event description:
It was reported that continuous glucose monitor displayed error message and customer called for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support provided full pump reset instructions and guided caller through reset, after which error did not reappear, and caller was advised to wait 20 minutes before starting new sensor session and confirmed understanding of instructions.